Manufacturer narrative:
The device involved will not be returned for the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
The customer's mother called to report that her son was hospitalized, due to an infection and high bg's (greater than 250mg/dl). No specific detail was provided regarding the pod that was worn at the time of the event. The pod will not be returned for evaluation.